Manufacturer narrative:
(B)(4). Device evaluation summary: a box with nine unopened samples of product code y942h, lot mek724 were received for analysis. The actual device was not returned for analysis. During the visual inspection of nine unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke every time any tension was put on it. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.